Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the wire was pulled out of the fenestrated bipolar forceps instrument and nothing fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one conductor wire broken at the yaw pulley exit. The yaw pulley is missing a .140" x .060" piece on the opposite side of the conductor break, allowing the grip to move within the pulley and have a larger range of yaw motion. The cause of the yaw pulley breakage cannot be determined, however, it was concluded that the added range of grip motion likely created excess tension on the wire and caused it to break. Per the case notes, no instrument components fell into the pt during the surgical procedure. Engineering also observed various deep scratches with material removed on the distal end of the main tube. The scratches are not aligned with the tube axis. The location and appearance of the scratches suggests that they may have been caused by instrument collisions and/or rough handling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.